Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that the hcp believed the planned frame coordinates were incorrect at initial lead implant. The hcp is planning a relocation of the leads.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389-40 lot# 0213295553, implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical leads for unknown indications for use. It was reported after implant of the leads a post-op exam revealed that the leads were inverted. During the implant procedure the hcp checked more than once the coordinates of the leads and intra-operative stimulation and micro-electrode recording were good. It was unknown if there were any external or environmental factors that led to the event. No interventions have been taken to resolve the issue. It is unknown if any interventions will take place. The issue has not yet been resolved. There were no symptoms reported. No further complications were reported or anticipated. Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was clarified that the leads were inverted crossing the ventricles and ending in the midbrain. There were no intra-operative images taken to compare against to investigate for migration. There have been no interventions taken yet. The post-operative images are being studies to find to best solution. The issue is not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.